Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter pcb. The cse then performed testing on the device and all tests were passed.

Event description:
It was reported that during patient use the screen on a ventilator went blank. The patient was removed from the ventilator and placed on an alternative ventilator without any reported harm or injury. There is no report of serious injury or death associated with this event.